Event description:
It was reported that during change out of the implantable cardioverter defibrillator (ICD) there was loss of pacing when initially connecting the chronic lead to the device. Additionally, there was a complaint that the alarm limit for the lower boundary for the impedance was not programmable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1056k st. Jude lead, implanted: (B)(6) 2005. A yrirx15115 abdominal stent graft, implanted: (B)(6) 2003. A yrbrx2615135 abdominal stent graft, implanted: (B)(6) 2003. (B)(4).